Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5; (B)(6) 2011, 1.5, 4.3, lab: 3.3. Doctor increased her coumadin dose. Pt was retested on meter because her dose was increased and her result was the same as the week before. No unusual bruising/bleeding. Pt's therapeutic range: 2-3.

Manufacturer narrative:
Pt has hypothyroidism. Pt current health status may lead to unexpected inr result or testing error. Customer is wiping the first drop. This pre-analytical technique may contribute to inaccurate inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: a) date: (B)(6) 2011, inratio meter = 1.5; reference = 3.3. Mean = 2.40; confidence limits = 1.6 - 3.4. B) date: (B)(6) 2011, inratio meter = 4.3; reference = 3.3. Mean = 3.80; confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. For a, the inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 1.5; 2nd inr = 4.3. Mean = 2.90; sd = 1.98; %cv = 68.27. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Inr result of 1.5 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot 239279 on 08/02/2011 met accuracy and precision criteria. Test results are as follows: donor 80 = 2.6, 2.7, 2.6 inr; donor 81 = 1.6, 1.5, 1.6 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 80 (2.41 inr) and donor 81 (1.56 inr), respectively. In-house test results have 2.19% and 3.69% respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy or precision criteria. No product is expected to return. Retain strip testing results met both accuracy and precision criteria. Pt's thyroid condition and technique issues could not be ruled out as a cause for the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.